Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms and motor error alarms, even after set changes. Customer's blood glucose was 410 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer also reported that battery compartment display screen had a crack and was discolored. Troubleshooting was also performed for no delivery alarms.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm and no excessive no delivery alarms noted. The motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, slightly stained end cap sticker and minor scratches on the display window noted.